Manufacturer narrative:
The complaint material was subject to a detailed visual inspection. It could be revealed that the junction surfaces of both connector and tube were covered with glue homogeneously as intended. A test with material from stock demonstrated that the specified pull-off force was reached; no differences in the distribution of glue material in comparison to the complained item was visible. No material or manufacturing defect could be determined with the concerned item. Analysis of complaint data revealed that the user facility has already filed a similar complaint in 2016. Same as for this actual case, no product problem was identified at that time. Dräger responded to the customer in follow-up of the previous case that the complaint may be related to a handling issue. The blue connector has an area where the outer surface has a circumferal fluting indicating the area where the connector shall be grabbed during connection or disconnection of the circuit. This ensures that the shearing force applied to the glueing is reduced to a minimum. If the operator places his grasp on the tube during connection/disconnection, the likelihood for the applied force exceeding the pull-off force of the glueing is significantly increased. The same explanation is imaginable for this particular case.

Event description:
Please refer to initial MDR-report #9611500-2016-00389.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device-side connector of an anesthesia breathing circuit set became disconnected from the tube material during use on a patient. There was no detail in the user's report which would reasonably suggest that consequences to the patient's health have occurred.